Event description:
Clinical nurse specialist reported that a male pt in the medical ICU unit who had an indwelling fms developed a rectal bleed that was confirmed by a coloscopy. It is reported the pt subsequently expires from sepsis according to territory mgr; however date of death has not been provided.

Manufacturer narrative:
Based on the available information, this case is deemed a serious injury. It is reported that the date of colonoscopy is unk, and that the territory mgr has no other info other that pt was a male. In additional, territory mgr has left voicemail message for clinician to notify convatec with further pt/event info. Three (3) additional phone calls were left for the clinician regarding date pt expired, to date no calls have been returned. The first call was made on (B)(6) 2014 initial case date, and two subsequent follow-ups thereafter were placed as follows: (B)(6) 2014: 2nd attempt to contact; (B)(6) for clinician; (B)(6) 2014: 3rd attempt to contact, message left for clinician on cell phone regarding complaint case. To date, no feedback has been received from clinician. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine manufacturing site numbers are listed below. A return sample for evaluation is not expected. Convatec will continue to track and monitor suck complaints according to convatec inc's complaint handling and CAPA procedures.